Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia with blood glucose value of 51 mg/dl. The customer blood glucose level was 115 mg/dl and ate some grapes and they think it went up to 158 mg/dl, did not bolus for it. Customer declined to troubleshoot for the low blood glucose. The insulin pump will not returned for analysis.